Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. No rewind anomaly noted. No unexpected low battery alarm noted. The insulin pump had minor scratched display window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had to change the insulin pump¿s battery 4 times within one week. They also reported that they received a motor error alarm and the insulin pump started rewinding by itself. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The displacement test and manual prime were successful and the motor alarm did not recur. The device will be returned for analysis due to the rewind anomaly.